Manufacturer narrative:
Concomitant medical products: etlw1613c124e stent graft, implant date: (B)(6) 2016; etlw1628c124e stent graft, implant date: (B)(6) 2016; esbf3614c103e stent graft implant date: (B)(6) 2016; etlw1616c124e stent graft, implant date: (B)(6) 2016; etlw1613c93e stent graft, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac compass was under reporting atrial tachycardia/atrial fibrillation (at/af). It was also reported there were pacing spikes after ventricular events. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.